Manufacturer narrative:
(B)(4). The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. In addition, the electrode and ceramic was detached as one piece from the lower jaw. The electrode and ceramic were returned with the device. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that the separation of the electrode and the ceramic could have cause due to the damage to the lower jaw and the I blade lower tip. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the electrode became detached when the device was activated close to the vaginal wall. The electrode fell off outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.